Manufacturer narrative:
Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and excessive no delivery test due to motor error alarms. Insulin pump passed displacement test, rewind test, basic occlusion test and prime or compromised force sensor system test. Unable to confirm motor position encoder error alarm due to overwritten history file.

Event description:
It was reported that insulin pump had motor position encoder error alarm. Customer's blood glucose level was unknown at the time of incident. Insulin pump will be returned for the analysis.